Event description:
The complaint received states that post implantation the enterprise vrd and delivery unknown had migrated from the target site. An enterprise notip stent was implanted over a basilaris-tip-aneurysm. After a CT control fromtwo weeks post index revealed the stent is dislocated. The stent remains implanted. There is no report of injury for the patient.

Manufacturer narrative:
No further information maybe forthcoming for this repo.rt

Event description:
(B)(4).

Manufacturer narrative:
Additional information received indicated that the index procedure was performed electively. This was an intended stent assisted coiling procedure for a basilar artery aneurysm described as broad neck. The parent vessel was described as normal anatomy. The noted stent migration was identified 2 week post index procedure. The patient had not reported any symptoms and no treatment was provided for the reported event. Vessel anatomy was cited as a possible reason for the event. The lot number is unavailable. Stent migration is a known potential adverse event associated with intravascular stent procedures and is listed in the IFU as such. All products undergo a 100% inspection prior to release for use, there is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the limited information suggests that patient anatomy may have contributed to the reported event.